Manufacturer narrative:
Title: retzius-sparing robot-assisted radical prostatectomy in high-risk prostate cancer patients: results from a large single-institution series source: european urology open science 38 (2022) 69¿78 accepted february 15, 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between january 2011 and december 2020, d¿amico high-risk pca patients treated wit h retzius-sparing (rs) robot-assisted radical prostatectomy and pelvic lymph node dissection (plnd) were evaluated for intra-, peri-, and postoperative oncological and functional outcomes. Postoperative complications were represented by prolonged catheterization due to urethrovesical leakage (n = 17; 5.3%). Paolo dell¿oglio, stefano tappero, mattia longoni 2022 retzius-sparing robot-assisted radical prostatectomy in high-risk prostate cancer patients: results from a large single-institution series.